Event description:
Pt was on the table having surgery with one device already implanted when they discovered there was no implant in the second box.

Manufacturer narrative:
Based on our investigation, a corrective and preventive action was opened to address this issue. Due to the delay in surgery, it as determined that this occurrence is reportable.